Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported a weak battery alarm and a failed battery test alarm from the insulin pump. Troubleshooting was done. Troubleshooting was not completed because the customer was travelling and could not get to a store to buy new batteries. No additional information was provided.